Event description:
Two problems described: 1) during a procedure with a patient, the proximal to the patient IV luer lock was accessed using the three devices listed (2 syringes and a clave). When the staff attempted to inject into the patient (forward flush by clamping the tubing above the luer lock), resistance was met and they were unable to inject into the patient.2) also, using the same luer during the procedure, the staff grasped the tubing below the luer and attempted to pull normal saline from the bag above the luer (IV infusion). The staff was unable to draw the fluid out of the tubing.the staff suspect that either the valve within the luer is defective or that the device being used does not have a long enough male connector to penetrate the self-closing valve (however, this did not explain why they could not inject into the tubing itself).